Manufacturer narrative:
The company service representative examined the system and was able to replicate the issue. A system message (sm) was displayed. This sm will disable the system from being able to prime, and therefore, prevents balanced salt solution (bss) from reaching the system. The fluidics control printed circuit board (pcb) was replaced and returned for evaluation to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on june 9, 2005. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The fluidics control pcb was returned for evaluation. The fluidics pcb was installed into a calibrated system, and the displayed system message (sm) was seen upon boot-up. Further testing with a digital multi-meter found the inductor at position component to be nonconforming. The root cause of the reported event can be attributed to a nonconforming fluidics control printed circuit board (pcb). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no fluid available and "asks to reset." The customer turned on the system to test. There was no patient involvement or surgical procedures scheduled.

Manufacturer narrative:
The customer reported that the system had no fluid available during a system check. There was no reported patient involvement. The company service representative examined the system and was able to replicate the issue. A system message (sm) [fluidics not responding] displayed. This sm will disable the system from being able to prime, and therefore, prevents balanced salt solution (bss) from reaching the system. The fluidics control printed circuit board (pcb) was replaced to resolve the issue. The company service representative also found bss on the fluidics module and he cleaned it to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on june 9, 2005. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming fluidics control printed circuit board (pcb). (B)(4).